Event description:
Reportedly, the trocar knife blade did not retract resulting in performation of the small intestine, aorta, & right iliac artery. The surgeon then decided to convert the procedure into a laparotomy to repair the organs and complete the case without further incident. Procedure: bypass.